Manufacturer narrative:
The personality module video auxiliary (pmva) was installed onto the test system. After running the video test, sine cycle, and power cycles, no errors were reported. The issue could not be replicated.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the personality module video auxiliary (pmva) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the pmva involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, image was flicking once during procedure. A third-party generator was used when the problem occurred. The intuitive surgical inc. (Isi) technical support engineer (tse) explained there might be electrical interference during electrical device use. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on without errors. The customer usually uses a 3rd party generator under doctor¿s direction. The procedure was continued without any action as the issue occurred just for a moment. The procedure was completed with the same generator and completed robotically. The patient information was not provided.